Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the left ventricular (lv) pacing lead was beyond the expected upper range. Analyst commented, on 24august2014, lv lead impedance measured 4047 ohms.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, oversensing, noise and high impedance with a possible fracture. The rv lead was deactivated and replaced with another lead. The left ventricular (lv) lead exhibited high thresholds, and high impedance with a possible fracture. The lv lead was deactivated and replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: 694765, lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.